Event description:
Infutronix received a complaint from a patient's mother, who reported "medication leaking from the distal side of the cassette, coming out from where it connect to the pump." They were instructed to call the facility and notify them that the pump had to be powered down due to a leak in the tubing and to find out how to proceed (will the tubing be replaced or provide alternative pain management). Doctor prescribed additional oral medications "to compensate for the loss of the pump". The next morning, the doctor instructed the patient to remove the catheter. No alarming occurred. Patient did lose doses. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.